Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
It was reported the patients ipg had migrated within the pocket site. As a result, surgical intervention was undertaken wherein the ipg site was revised on (B)(6) 2024 positioning the ipg deeper. During the procedure, it was noted the patients s1 lead had migrated. The lead was explanted and replaced to address the issue.